Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/24/2024 and tested on (B)(6) 2024. The results are below: the review of the event log confirms that the pump experienced a system error alarm during an infusion. This is seen by the line that indicates alarm code:02 sub code 44. The subcode means motor open, motor delay issue. The full event log is attached to the record. See below: event 70: log_event_alarm, time: 22:12:49, alarm code: 02, sub code: 24. The reported issue is confirmed. The pump does not meet passing criteria.

Event description:
On 07/18/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.